Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization and antibiotic therapy. The etiology of the events is unknown; therefore, causality cannot be firmly established. However, per the pdrn there is no fresenius device(s) and/or product(s) involvement. Pseudomonas is part of the normal human biota and is also found in soil and moist areas (e.g., showers, bathrooms, sinks). Based on the information available, the patient¿s liberty select cycler and liberty cycler set are excluded from having a causal or contributory role in the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction occurred. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room (ER) on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 945 u/l) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 2000 mg every other day and cefepime 1000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for pseudomonas aeruginosa, and the patient¿s vancomycin was discontinued. Additionally, the patient was started on oral ciprofloxacin 500 mg daily. The patient remains hospitalized as the nephrologist and surgeon decide whether the patient¿s pd catheter (not a fresenius product) will need to be removed. The patient is recovering from the events and continues to undergo ccpd while hospitalized. The pdrn was unable to ascertain the cause of the peritonitis, but stated the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s).

Manufacturer narrative:
Additional information provided in b3, b5, and h10. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization and antibiotic therapy. The etiology of the events is unknown; therefore, causality cannot be firmly established. However, per the pdrn there is no fresenius device(s) and/or product(s) involvement. Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Pseudomonas is part of the normal human biota and is also found in soil and moist areas (e.g., showers, bathrooms, sinks). Based on the information available, the patient¿s liberty select cycler and liberty cycler set are excluded from having a causal or contributory role in the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction occurred. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. No additional information was provided during intake. During additional follow-up, it was discovered the patient initially presented to the outpatient dialysis facility on (B)(6) 2023 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 945 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every other day and cefepime 1000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis on (B)(6) 2023, and the patient¿s antibiotics were continued. It was reported the patient was instilling the antibiotics incorrectly during fill 1, instead of during the last fill as instructed. As a result, the patient was hospitalized on (B)(6) 2023 for further treatment due to continued abdominal pain and cloudy peritoneal effluent fluid. While hospitalized, a second peritoneal effluent fluid culture was obtained and found to be positive for pseudomonas aeruginosa. The patient¿s vancomycin was discontinued, and the patient was started on oral ciprofloxacin 500 mg daily, in addition to continuing the ip cefepime. The patient was discharged home on (B)(6) 2023 and is recovering from the events. The patient continued to undergo ccpd while hospitalized. The pdrn was unable to ascertain the cause of the peritonitis, but stated the events were not caused by a malfunction of a fresenius device(s) and/or product(s).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 23/feb/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. No additional information was provided during intake. During additional follow-up, it was discovered the patient initially presented to the outpatient dialysis facility on 3/feb/2023 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 945 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin 2000 mg every other day and cefepime 1000 mg daily for 21 days. The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis on 8/feb/2023, and the patient¿s antibiotics were continued. It was reported the patient was instilling the antibiotics incorrectly during fill 1, instead of during the last fill as instructed. As a result, the patient was hospitalized on (B)(6) 2023 for further treatment due to continued abdominal pain and cloudy peritoneal effluent fluid. While hospitalized, a second peritoneal effluent fluid culture was obtained and found to be positive for pseudomonas aeruginosa. The patient¿s vancomycin was discontinued, and the patient was started on oral ciprofloxacin 500 mg daily, in addition to continuing the ip cefepime. The patient was discharged home on (B)(6) 2023 and is recovering from the events. The patient continued to undergo ccpd while hospitalized. The pdrn was unable to ascertain the cause of the peritonitis, but stated the events were not caused by a malfunction of a fresenius device(s) and/or product(s).